Event description:
It was reported that the user experienced difficulty pairing a newly applied freestyle libre 3+ sensor after the initial scan, with pairing not completing after approximately ten minutes. Investigation included user interview and troubleshooting guidance. The user was advised to re-scan the sensor using the ilet, after which the sensor successfully paired with the pump and entered the warmup period. No malfunction of the ilet device was confirmed, as the issue resolved through standard troubleshooting and the device functioned as intended. The event was attributable to normal cgm activation behavior rather than a device failure. A follow-up report will be submitted if additional issues are reported or if device evaluation identifies new findings.